Manufacturer narrative:
No explanted products were returned for analysis. The patient was prescribed oral antibiotics to address the issue and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics. The device is providing therapy.

Manufacturer narrative:
The reported observation of ¿infection¿ cannot be confirmed through electrical analysis. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity; all test steps passed. A device history record review was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, no nonconformances were recorded. The source of the infection remains unknown.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the entire system was explanted due to infection with mrsa and staph. Patient has started on IV antibiotics.